Manufacturer narrative:
(B)(4)

Event description:
Information received reported the ins was explanted in (B)(6) 2010 due to normal battery depletion. The system was retro-fitted from a bi-lateral soletra system to a single dual channel system. At the time of the surgery, it was also noted that one of the leads had migrated. Patient elected not to have the lead replaced. The lead was disconnected from the ins and left in place in the left frontal cortex. The patient was receiving therapeutic stimulation from the remaining lead. Additional information received reports that on (B)(6) 2010, patient was reprogrammed due to some increasing tremor and voice issues. The physician changed the pulse width from 150-180us and voltage from 3.3v to 4.4v. These were only changes made (no electrode changes made). Patient had therapy impedance of approximately 1600ohms. It should be noted patient was receiving bilateral benefit even with only one lead programmed. Patient programmed with 0-, 1-, 2+, 3+. After the session he experienced a seizure. Patient was admitted to the hospital overnight and treated with IV keppra. Patient recovered from the seizure without any residual problems. Physician was questioning whether to remove the whole device system and start over. Medical resources were consulted and the physician was responded to by phone. During the return call, the attending hcp was surprised to be getting a call back as he didn't feel there was any device problem. As of (B)(6), the patient was no longer having any seizures. Hcp elected to remove the entire bilateral device system and replace it with a new one. One lead was found to be broken and the other known migrated lead was almost completely out of the brain along the trajectory path. The extension connectors had migrated as well into the cervical level of the neck. The new leads were implanted through the original burr holes and new extensions were also implanted. It is hoped the hospital will release the ins in order for analysis to be done. Reference manufacturer's report # 3004209178-2010-07703.